Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter to treat a lesion in the right mid superficial femoral artery. The lesion exhibited 80% stenosis. Artery diameter 5mm, lesion length 120-150 mm. The device was inspected and prepped prior to use with no issues noted. No resistance encountered advancing the device to the lesion. During inflation the balloon could not be totally inflated. The physician noted a candy wrap effect in the middle of the balloon. Some difficulties also to deflate the balloon, but no major problems to remove the balloon from the introducer sheath. No patient complications reported. A non- medtronic balloon was used to complete the procedure.

Manufacturer narrative:
Evaluation results: deformation problem 101 component/subassembly failure - balloon folding issue. Conclusion: device failure directly contributed to event- balloon folding issue.

Event description:
Evaluation summary: no defects were identified all long the catheter body (connector, outer and inner tubes, balloon proximal welding and tip). The guide wire lumen passage was unobstructed. The balloon was inspected and signs of an abnormal balloon wrap were evident in the middle section of the balloon. When the balloon was inflated there were no other signs of any other potential defects. The device was deflated without any issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.